Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the removal of a right ureteric stone, the basket of a ncircle tipless stone extractor would not fully advance when trying to open to extract stones. Another same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Event summary: it was reported, during the removal of a right ureteric stone, the basket of a ncircle tipless stone extractor would not fully advance when trying to open to extract stones. Another same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. 4mm of the basket formation protruded from the distal end of the basket sheath. Kinks were noted in the basket sheath at 1.1cm, 25cm, and 56.5cm from the distal tip. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.7cm in length. The handle did not actuate the basket formation. Glue was visible on the basket sheath. The basket sheath and support sheath were detached. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that it is likely the device was inadvertently damaged during use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.